Manufacturer narrative:
H4: the lot was manufactured from november 18, 2020 - november 19, 2020. H10: six (6) actual devices were received for evaluation. Five samples were returned containing 17ml, 18ml, 24ml, 32ml and 34ml of residual drug fluid in their bladder. One sample did not contain fluid in its bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified day and month in 2021 initial reporter address: (B)(6). Initial reporter postal code: (B)(4). The devices were received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) large volume infusors under-infused during patient use. The devices had been filled with benzylpenicillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.